Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) failed to calibrate. In addition, the central control monitor displayed a service message for the epgs. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is confirmed by the service repair tech (srt). After he verified that the electronic pt gas system (epgs) would not calibrate, he replaced the epgs assembly and performed all checks. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the fact and/or conclusion, a supplemental report will be filed accordingly.